Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value was not provided). The contact was not with the customer at the time of the report. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the contact did not reply to the requests.